Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Explanting physician reported capsular contracture baker grade iii/IV diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ encapsulation observed. ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Explanting physician reported capsular contracture baker grade iii/IV diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.